Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla23, s/n (B)(4) were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
The manufacturer was notified on 03 feb 2017 that a female patient who had mitroflow valve implanted in 2014 underwent aortic valve replacement. The mitroflow valve was explanted and a perceval valve was implanted.